Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Installed test circulation pump to filled and continued the process. Circulation pump with new motor was replaced during the pm. Pm performed. Replace mixing pump head, the heater, the drain valves and both manifold o-rings on the manifold. Replaced coin cell due to age. The device was placed on (ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurses sent the arctic sun device due to pads not filling, biomed was not sure if they were having any other issues such as low flow. Per follow up information received via task on 14apr2026, spoke with biomed who stated they had already spoken with technical support regarding this issue. They denied any issues with detecting water level, but the device was having issues with the water flow rate level. The device will be repaired by bd.